Event description:
N/a.

Manufacturer narrative:
Additional contact details: contact person name: (B)(6). A getinge field service engineer fse states that "this is a self-service customer utilizing a third party biomed company. When fse was on site for the b.17 software field action he noticed the cardiosave was in an extreme state of disrepair. Quotes for the repairs were sent to the customer third party biomed. No further details are available at this time". The complaint will be closed and, if new information and/or device were available, the file would be reopened and updated.

Manufacturer narrative:
Updated data: b4,e1(name),g3,g6,h2,h10.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a service visit performed by a getinge fse, it was discovered that the cardiosave intra-aortic balloon pump (iabp) has a damaged upper display. There was no patient involvement.